Event description:
The hosp reported the tube of the suction irrigation electrode was splitting. During the engineering eval it was noted that a small piece of the material was missing. On being contacted, 6/6/2001, the reporter confirmed that the damage occurred outside the o.r., so the piece was not left in a pt. However, this report is being filed because if the problem were to recur during surgery, extended time or additional measures might be required to retrieve the piece.